Event description:
The manufacturer received information that during preventative maintenance that the ac power was not being recognized on the trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was sent to the manufacturer's service center for evaluation. The manufacturer's service technician evaluated and determined the power supply was causing the ac power not to be recognized on the device. The manufacturer's service technician replaced the device's power supply to address this issue. Additional findings not related to the malfunction/issue was dirt contamination on the flow sensor and inline proximal filter was found by the manufacturer's service technician. The manufacturer's service technician replaced the flow sensor and inline proximal filter to address this issue. After the parts were replaced on the device, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer's service technician determined the device was operating properly and it was cleaned.